Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from a trial patient in basic evaluation. It was reported that patient was at the hospital. Patient was dragging oxygen hoses with her which she was not used to. She was voiding more volume 7-10 oz now vs 2-4 oz before. She was hoping not to leak any more. Patient stated her urinary incontinence symptoms got worse last night. Patient was instructed to increase stim to help with symptoms. A few days later, patient further reported that she may be voiding a little more than before. She stayed at the hospital longer than expected and she did not want to get controller to make program change because she was waiting for a delivery. It was unknown if the issue was resolved at the time of the report. Patient status was noted as alive, no injury. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 2017-07-06 from the health care professional (hcp) reporting that the patient weight information and device information were not known or would not be made available. It was noted that respiratory issues were unrelated to the devices that were implant pre-op. It was noted that the issues resolved. No further complications were reported.